Event description:
The user facility reported a patient had impella 5.5 support published in june of 2025. The patient had a coronary artery bypass graft (CABG) and was on impella and extracorporeal membrane oxygenation support. The patient sat upright in bed on day one post operative for the CABG, and bleeding was observed from the chest tubes. The patient was transfused and found to have a left ventricle (lv) rupture/perforation. The patient survived the surgical intervention. This was at the site of the prior infarcted lv tissue.

Manufacturer narrative:
Section a - patient information is unknown. D.4 - serial number, lot number, expiration date and primary UDI number are unknown. Section e - initial reporter information is unknown. H.4 device manufacture date is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. Literature citation: hall, j., raza, h., lee, s., bryce, n., & abrol, s. (2025). Successful treatment of left ventricle inferior wall perforation and rupture associated with an impella 5.5: a case report. Reports, 8(2), 98. Https://doi.org/10.3390/reports8020098.

Manufacturer narrative:
E.1 added initial reporter facility name, address and phone number since the initial report was submitted. Investigation summary: no product was returned for investigation. Heart injury: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device serial number was not returned in the clinical details.